Event description:
The customer reported while taking a cine, the left screen showed a "live" image, but the image did not update and when replayed. There was no display on the right monitor.

Manufacturer narrative:
(B) (4). The ge service rep found +5 vdc to fluoro functions board at +4.84 vdc, adjusted to +5.05 vdc. System functions as intended.